Event description:
Baxter reports pt line of homechoice set became disconnected while home pt (hp) was sleeping, resulting in a system error 2240 alarm. Hp was advised by baxter technician to end treatment and restart with new supplies. No pt injury or medical intervention was reported by affiliate.